Event description:
It was reported the lead demonstrated low impedance, increased threshold, and intermittent failure to capture. The lead was capped and a new lead was implanted. This patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: ssr203 implantable pulse generator (ipg) (B)(6) 2003. (B)(4).